Event description:
It was reported that during a device upgrade procedure, the pulse generator reverted to backup vvi mode after being exposed to electrocautery. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.